Event description:
The report received from the affiliate indicated that a male patient had restenosis of a previously implanted cypher stent. The date of the index procedure was unknown. The stent was reported to possibly be 2.75 or 3.0 mm in diameter/length unknown. The target lesion was the proximal left anterior descending (lad) coronary artery. The restenosis was reported from a different hospital (than the hospital where the index procedure was performed). The patient was referred to a cardiac surgeon for a treatment of the restenosis. There was no additional information available regarding patient's demographics, vessel/lesion morphology or medical regimen. No additional information is available.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received reporting restenosis of a previously implanted cypher stent. The stent was implanted in the proximal left anterior descending coronary artery. The patient was a male. No additional information was available in regards to the patient's demographics, vessel or lesion morphology, or medical regimen. No information was available in regards to the patient's index procedure, date of implant or cardiovascular disease status. The product remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known complication of coronary angioplasty/stenting. Based on the minimal information received, it is not possible to draw a conclusion regarding what factors may have contributed to the reported adverse event. Please note that this is the initial/final report for this product.